Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing. No alarms that generated as the result of critical errors found in the device history. Unable to determine the root cause, problem isolated to electronic assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical insulin pump error. Customer had insulin pump throwing error, showing insulin pump diagram of x in screen point to the book, can get it turned off. Customer stated that insulin pump went through airport body scanner. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.